Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with heart rates in the 30's. Upon interrogation, there was no capture in the rv lead. X-ray confirmed the lead had dislodged. The patient was brought in to the cath lab for lead repositioning on (B)(6) 2020. The procedure went well and the patient was in stable condition.